Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a planned non emergency treatment, the treatment got delayed for one hour and was completed after removing the sterile surgical cloth from the c-arm. A philips engineer contacted the customer remotely and found that the system had a foreign object (sterile surgical cloth) involved in the c-arm track. The field service engineer (fse) went and checked the system onsite. The fse removed the sterile surgical cloth and performed bodyguard calibration. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was related to surgical sterile cloth which was snapped into the c-arm due to user error. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm got stuck. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.